Manufacturer narrative:
The device in question was reported to have been involved in a situation that resulted in a patient burn. The user facility was contacted and it was verified by the user facility that the incident was the result of user error. A thorough investigation was conducted with the actual device in question and it passed all of the inspection and performance criteria.

Event description:
It was reported that during a procedure involving a vessel sealing device, patient may have been burned.